Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 20.0 mmol/l at the time of the incident. The customer states that there was fluid/moisture in the insulin pump after they were shoveling snow outside. The customer stated that they wanted to speak to someone in the local office to assist them with a replacement. The customer was informed that a request will be made to have their local office contact them in regards to the issue.